Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative discovered major mechanical binds in the door assembly that were causing the reported event. Replacement of the door winch assembly resolved the issue. No further issues were reported. Replaced door winch assembly was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system's gantry door would not open. They also tried to open it manually and were not able to. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect winch assembly was returned to the manufacturer for evaluation. Visual inspection found that there were broken teeth on the cable spool gear. While the motor passed functional testing.